Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a hematoma with freestyle libre sensor insertion. The customer reported having to go to emergency room due to this issue; however, no further information was provided and thus-far no additional details have been able to be gathered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. No failure modes were observed upon visual inspection of the sensor plug. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a hematoma with freestyle libre sensor insertion. The customer reported having to go to the emergency room due to this issue; however, no further information was provided and thus far no additional details have been able to be gathered. There was no report of death or permanent injury associated with this event.